Event description:
Customer initially called regarding the fact that her blood glucose levels have been running extremely low of late while using the pump, however, during the call she stated that the paramedics had to assist her in raising her blood glucose levels. Customer was not hospitalized. Customer stated that she was currently off of the pump, and will call back to complete troubleshooting of pump.